Event description:
Related manufacturer reference number: 2017865-2021-36580. It was reported that a patient presented in-clinic. Prior examination of the right atrial (ra) lead had revealed dislodgement, and examination of the left ventricular (lv) lead revealed high capture thresholds. Fluoroscopy performed during the procedure on (B)(6) 2021 confirmed the ra lead dislodgement. The ra and lv leads were explanted on (B)(6) 2021. The ra lead was replaced on (B)(6) 2021 as well. The patient was stable throughout.